Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test due to motor encoder out of phase. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported the insulin pump alarmed motor error. Customer did not know blood glucose level. Customer does not recall any previous significant event that may have caused the device to alarm. Customer reported he went if for an MRI today removed the device but once he put the device back on it started alarming motor error, when asked if the device was exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.